Event description:
It was reported that the pt had "changes to therapy (withdrawal)". Rotor studies were performed twice; rotors failed to move 60 degrees. Rotors moved approximately 3 degrees each time. The pump was explanted and replaced. The catheter was patent. The pt recovered without sequela.